Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. It was stated that the customer could not erase the error. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. Unit received with intermittent b button response due to flattened button keypad dome. Button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window, and stained end cap sticker.